Event description:
Plate broke in pt; reason for breakage unk. Surgery was performed to explant the device on (B)(6) 2011, original implant date was (B)(6) 2009. Pt's long term health was not compromised.

Manufacturer narrative:
Product has been sent to the MFR for eval.